Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Between (B)(6) 2024, it was reported that patient faced 5 events of infusion set fell off during use.the infusion set has been used for less than 24 hours.the patient replaced infusion set and resumed insulin delieveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-12656 - device 1 of 5.